Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "the device not working", the hcp stated that the patient had efficiency but they did not feel the device stimulation. The device was functioning and their bowel incontinence symptoms were reduced to 75%. The hcp confirmed that it was not caused by normal battery depletion. The most likely cause of the event is it was working. The hcp confirmed that the issue was resolved. The hcp stated that it was unknown about the cause of not feeling the stimulation all day. The most likely cause of the event was due to the patient sensory function. When asked about the steps taken to resolve the issue, the hcp stated that the patient was now satisfied with results. The issue was resolved. When asked about the steps taken to resolve the electrical sensation, the hcp stated that as long as device has efficiency, they had advised the patient that they does not need to feel the stimulation from the device constantly. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were calling to return a call from the post implant education team. Offered and provided some comm 3 education. Pt declined app navigation education stating they did not feel they were in a good place to tweak anything. Reviewed some pic education information. Pt said since getting device they couldn't tell if it was working. Pt said prior to getting device they had no control and constant, they could urinate 19 times per day and has a lot of cystitis pain, the lining of their bladder was so inflamed it feels like a stiff wire brush was being scraped around on the inside of their body. During the call pt said, they had the permanent procedure on friday (B)(6) and in between they had to go to the emergency room (ER) because they got blood clots that were getting worse and it turned out their urologist insisted it was not a kidney infection it was cystitis so they did not finish the antibiotics, they were not thrilled because sometimes they feel a little electrical sensation they did not wish to feel but primarily, does not feel anything all day. Pt said they spoke with the manufacturing representative (rep) who said equilibrium was off because they went into the procedure with an infection. Pt said 6 weeks ago doctor (dr) said they would not do the surgery with an infection but the doctor said they didn't have a choice they had to do the surgery. Redirected to their doctor. Pt said they work with a rectal surgeon, who put it in and work with a urology doctor. Pt said they would be seen by the physician's assistant (pa) on the 19th. Reviewed interstim education information redirected to their doctor. Patient reported urinary symptoms.